Event description:
It was reported the pt thought she heard a beeping noise coming from the ipg. It was a different tone than the programmer or charger makes. This occurred in two different rooms of the pt's house. When she walked near the television and changed programs, her ipg acted unusual, and she felt pain at the ipg site. She observed the no telemetry message from her programmer. An sjm rep helped the pt clear the message. The pain has not recurred and the pt has not gone near the tv again. The pt's scs system is performing as intended.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.